Event description:
It was reported that the device failed downstream occlusion calibration. Found during testing. No patient involvement.

Manufacturer narrative:
Received one device, visual inspection found downstream sensor was contaminated. Replace sensor, device passed all functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.